Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the surgeon was attempting to tighten a screw and the outter sleeve came off of the screwdriver. No patient complications are associated with this event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No damage noted to mas head threaded interface or mas interface tip. Visually confirmed the assembly attachment pin to the internal bushing has been broken, with linear lines visible on the fracture surface, consistent with shear. The above findings are consistent with shear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.